Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. The field suspected calcification of the lead to be the cause of these measurements. Some oversensing of the atrial signal on the rv channel was also noted. Troubleshooting options were provided to the field and the rv lead continues to remain in service. No adverse patient effects were reported.